Event description:
It was reported that a flogard infusion pump experienced alarm f-94. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site. The sample was visually inspected and functionally tested. The f-94 alarm was found during a review of the alarm log and confirmed. It was determined that the alarm was caused by defective main batteries. To correct the condition, the main batteries were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.